Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. Attempted to charge and boot and failed due to call tech support error displayed on screen. The receiver case was opened for an internal visual inspection and it passed. The receiver data log could not be downloaded due to no data because the receiver is in call tech support error. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.